Event description:
I have breast implants with an intracapsular rupture and a break in the shell so there is an extra capsular rupture as well. At the time of my surgery a biopsy will be performed on the fluid inside the implant. I will be having surgery on october 25th to remove the capsules. A biopsy will be performed at the time of surgery for bia-alcl. FDA safety report ID# (B)(4).